Event description:
It is reported that during a surgical procedure the pneumatic hose "burst" just below the connector of the handpiece. Only the outer tube "ripped/tore opened" near the connection. This resulted in bits' of rubber debris being scattered in the air and near the surgical site. No injury and no delay reported.